Manufacturer narrative:
Based on the information provided, post implant of ventralight st, patient was diagnosed with hernia recurrence. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. This emdr represents the ventralight st mesh (device #3). An additional supplemental MDR was submitted to represent ventralex st (device #1) and an emdr is submitted to represent ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the patient's attorney: (B)(6)2014 - patient was diagnosed with ventral incisional hernia at the robotic prostate surgery site and underwent open repair with ventralex st mesh (device #1). Per operative notes, " hernia sac identified. Therefore ventralex mesh (device #1) was placed and sutured¿. (B)(6)2014 - patient underwent open recurrent ventral incisional hernia repair. Per operative notes, "the mesh was noted to be crumpled medially from the right, but was intact on the left. The mesh was then separated from the surrounding tissues was stretched back out into its normal position, reimplanted and stitches were placed ". (B)(6)2015 - patient underwent open recurrent ventral incisional hernia repair with removal of the mesh and implanted with ventralight st mesh (device #2). Per operative notes, "the mesh had pulled out from one side completely. The mesh (device #1) was removed completely. We therefore selected ventralight st mesh (device #2) and placed into the abdominal defect¿. (B)(6)2015 - patient underwent open repair of ventral incisional hernia with explant of ventralight st (device #2) and implanted with another ventralight st mesh (device #3). Per operative notes, "I found the previous mesh. It pulled out from one side completely and removed the previous mesh (device #2). I selected a ventralight st mesh (device #3) and sutured". Between (B)(6)2015 to (B)(6)2017, patient frequently visited hospital for post op follow up. During the visits, patient was diagnosed with ventral incisional hernia which did not bother, hence the patient was asked to continue the follow up visit and no treatment was provided. Attorney alleges that the patient had hernia recurrence, mesh migration and emotional injuries. It is also alleged that the patient underwent additional surgeries to repair the hernia, remove the mesh potential need for future surgery, permanent and severe scarring and disfigurement.